Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2 (w/vasoshield). It was noticed that the tip (i.e. The jaws) of the bisector were bent. They were slightly bent and the wire inside the jaws appeared to have separated from the jaws as well. Not sure if this happened when the device was inserted in the cannula or if it came like that. Due to this defect, the harvest did not feel that the kit was safe to use. Therefore, the defective kit was removed from the surgical field and a new hemopro 2 kit was opened. No injury occurred due to the defect. The remainder of the case was finished with no further issues.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 03/08/2022. An investigation was conducted on 08/04/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be completely flexed and twisted away from the hot jaw from the base to of the hot jaw with detachment at the tip of the hot jaw. The clear silicone insulation on the tip of the hot jaw was observed to be peeled back exposing the metal tip of the hot jaw, with no detachment observed. No electrical testing was conducted due to the damage of the heater wire. Based on the returned condition of the device, the reported failure "material twisted/bent wire" was confirmed as well as confirmed for the analyzed failure "peeled;jaw". The lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.